Manufacturer narrative:
Immediate correction: the varian service rep determined that the wrong jaw settings were due to resistance in an electrical cable. The failed cable was replaced. Analysis: the error was not detected by the c-series console because the reference voltages for both the primary and secondary readout potentiometers go through the same wires. The failed cable affected both the primary and secondary readouts equally, so they were off by the same amount and no interlock was generated. In this situation, when the reference voltage drops, the actual jaw position may differ from the intended jaw position; the digital display will indicate only the intended jaw position and will not accurately show the actual jaw position. Any jaw could be affected and could result in unplanned dose to normal tissue and/or critical structures. Additionally, the gantry position, collimator rotation and couch axes could be affected and the actual position may differ from the intended position. A product notification letter has been sent to affected customers. This problem was previously reported in MDR 2916710-2011-00142, ((B)(4)). All corrective action will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected. (B)(4).

Event description:
The customer believes that a pt was probably treated with the jaws almost closed, despite the machine functioning as if the jaws were in the correct position. The customer was able to reproduce the error by turning the gantry to certain angles. At certain gantry angles, the voltage that goes to the potentiometers decreased. The result was that all potentiometer values were lower. This affected all of the potentiometers in such a way that there was no interlock as a result. No report of injury was received.